Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
The insulin pump had a pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.